Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was no successful restart of the vad and the vad is currently off. In attempts to restart the vad two (2) different batteries, a controller with ac adapter and an alternate software controller were all utilized without success.

Event description:
It was reported that the primary controller exhibited a "controller failure" and was exchanged. It was further reported that backup controller exhibited several unexpected losses of power and the ventricular assist device (vad) failed to restart with associated v ad disconnect alarms and vad stopped alarms. The backup controller was exchanged and the vad restarted. Review of log file data revealed a motor start event with parameters outside of the typical range. It was also reported that the battery exhibited a power disconnect alarm.  The ventricular assist device (vad) and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ controller 2.0  d4: model #:  1420 / catalog #: 1420 / expiration date: 31-jan-2024 / serial or lot#:  (B)(6) d9: no h3: no h4: mfg date: 09-jan-2023 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0  d4: model #:  1420 / catalog #: 1420 / expiration date: 31-aug-2021 / serial or lot#:  (B)(6) d9: no h3: no h4: mfg date: 20-aug-2020 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0  d4: model #:  1420 / catalog #: 1420 / expiration date: 30-jun-2024 / serial or lot#:  (B)(6) d9: no h3: no h4: mfg date: 06-jun-2023 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted to correct the event narrative. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This ventricular assist device (vad) is included in the subgroup 3 population for delay or failure to restart.

Manufacturer narrative:
A supplemental report is being submitted for correction to additional products: additional products: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420/ expiration date: / serial #: (B)(6) d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Serial# (B)(6) d9: yes return date: 24-jun-2024 h3: yes serial# (B)(6) d9:yes return date: 24-jun-2024 h3: yes serial# (B)(6) d9:yes return date: 24-jun-2024 h3: yes serial# (B)(6) d9:yes return date: 24-jun-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Three (3) controllers ((B)(6)) and one (1) battery ((B)(6)) were returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the devices passed visual inspection and functional testing and internal inspection revealed no anomalies. Visual inspection of (B)(6) revealed contamination within both power ports, likely due to handling. The observed contamination is an additional finding, not related to the reported event. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen and one was shorted. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed a motor start event recorded on (B)(6) 2023 at 01:34:50 in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient's primary controller, initially in use during the reported event. Log file analysis revealed three (3) controller power-up events on (B)(6) 2024 at 19:44:54, 19:45:37, and 19:46:09, indicating a loss of power to the controller. No anomalies were observed leading up to the loss of power. The controller was without power for a maximum of one (1) minute and thirty (30) seconds. Following the loss of power, two (2) vad stopped alarms, indicating that the pump failed to restart after multiple attempts, were logged at 19:46:36 and 19:53:44. This is likely the ¿controller failure¿ described in the event details. The failure to restart events were followed by several controller power-up events, without an associated motor start, likely due to troubleshooting. Review of the alarm log file revealed four (4) vad disconnect alarms were logged between (B)(6) 2024 at 19:51:51 and (B)(6) 2024 at 10:15:24, ind icating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Furthermore, log files revealed a power disconnect alarm involving (B)(6) was logged at 19:53:24. Following the power disconnect alarm, review of the controlle r's internal log files revealed safety alert word (saw) value was recorded on (B)(6), indicating a discharge overcurrent alert. The event logs recorded a high-power consumption during attempted pump starts, which required more current from the batteries. It is likely that the overcurrent condition prevented the (B)(6) from providing power, resulting in the power disconnect alarm. Failure analysis of (B)(6) revealed that the returned controller passed visual inspection and functional testing. Internal visual inspection of (B)(6) revealed a crack on standoff post one (1). The observed crack is an additional finding, not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Visual inspection of the remaining returned devices did not reveal any abnormalities. Log file analysis associated with (B)(6) revealed two (2) controller power-up events on (B)(6) 2024 at 19:56:37 and 20:43:32. Review of the event log file revealed that the controller was not in use prior to the power-up event; the controller last had power on (B)(6) 2023, indicating that the controller power-up event occurred while exchanging controller (B)(6) to controller (B)(6). The controller power-up event was followed by six (6) vad stopped alarms logged between 20:44:15 and 21:17:31, indicating that the pump failed to restart after multiple attempts. In addition, six (6) vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, were logged since 20:48:19, likely due to troubleshooting the failure to restart events. Furthermore, log files revealed a power disconnect alarm involving (B)(6) was logged on (B)(6) 2024 at 20:58:42. Following the power disconnect alarm, review of the controller's internal log files revealed safety alert word (saw) value was recorded on (B)(6), indicating a discharge overcurrent alert. The event logs recorded a high-power consumption during attempted pump starts, which required more current from the batteries. It is likely that the overcurrent condition prevented the (B)(6) from providing power, resulting in the power disconnect alarm. Failure analysis of (B)(6) revealed that the returned controller passed visual inspection and functional testing. Internal visual inspection of (B)(6) revealed no anomalies. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. Log file analysis associated with (B)(6) revealed one (1) controller power-up event, with associated pump start event, logged on (B)(6) 2024 at 20:26:34. A vad disconnect alarm, indicating the controller was powered up without the pump connected, was logged at 20:26:42. The alarm was cleared at 20:35:03, indicating that the pump was connected. Following the controller power up event, a high watt alarm was logged on 20:35:41 and two vad disconnect alarms were logged at 20:35:43 and 20:35:53. These vad disconnect alarms were most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. One (1) vad stopped alarm was then logged at 20:36:24, indicating that the pump failed to restart after multiple attempts. Following the vad stopped alarm, review of the alarm log file revealed twenty (20) vad disconnect alarms, indicating a possible loss of synchronization of commutation, seven (7) vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, and six (6) vad stopped alarms, indicating that the pump failed to restart after multiple attempts. In addition, twenty (20) successful motor starts were logged between 20:53:39 and 21:10:29. Furthermore, an additional four (4) high watt alarms were logged since 21:00:55. As a result, the reported ¿no successful restart¿ involving (B)(6) was not confirmed; however, it is likely that the observed vad disconnect alarms due to loss of synchronization of commutation, following the successful motor starts, were perceived as failure to restart events. The reported failure to restart, controller fault alarms, controller losses of power, power disconnect alarms, and atypical motor start events were confirmed. The most likely root cause of the controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. A possible root cause of the observed losses of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 (subgroup 3). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters finding may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Possible root causes of the observed vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm and/or to a physical disconnection of the driveline from the controller during troubleshooting alarms and performing controller exchanges. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on the available information, the most likely root cause of the reported power disconnect alarms and observed saw values can be attributed to, but not limited to the increased power consumption required by the pump running at high power, drawing more current from the batteries. Based on the historical review of similar high power events, the most likely root cause of the high watt alarms may be attributed to the increased power consumption during the motor start events involving a controller loaded with a software containing an unapproved pump start algorithm. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a controller with alternate software was used in this event to attempt to restart the vad. The use of the controller restart the vad.